Event description:
It was reported that the pulmonary artery ruptured on a CABG patient post-op day one. Patient was intubated, nurse went to wedge the balloon and ID not use the supplied syringe. Everything went fine, then the patient was experiencing tachycardia, coughed up blood and started to code. The patient expired. It was further stated that it was experienced nurse who was with the patient. Not sure if device will be returned. Followed up with customer to find out if device is going to be returned for evaluation and have not received a call back from customer.

Manufacturer narrative:
Device not returned.